Event description:
Additional information received noted the patient presented in clinic again. Upon interrogation, the right ventricular lead exhibited over 250 episodes of noise that was large in amplitude. A chest-x-ray test did not reveal any fracture, but it was suspected due to the episodes. The lead was capped and replaced on (B)(6) 2019. There was no information on patient condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right ventricular lead exhibited oversensing. The presence of high amplitude noise artifact was also noted. No intervention was performed and the lead remained implanted. The patient was stable.